Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen their orthodontist and provided a letter of recommendation. In the letter the orthodontist states upon examination of the patient they found them to have a class ii malocclusion bilaterally, a bite canted up to the right and an anterior open bite approximating #7 and 8. It is recommended the patient have aligner treatment with attachments and elastics to correct the bite. The orthodontist's office is prepared to proceed with the treatment to correct the patient's bite. It is not recommended the patient continue with byte. The orthodontist will be providing treatment to address the specific malocclusion and ensure proper bite correction.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.